Event description:
Boston scientific received information that the patient's spouse expressed concern about the device function (noted it never shocked the patient) and communicator function after the patient expired. She noted no pacemaker spikes were observed on the EKG after the patient's rhythm went asystolic. Also they were not alerted about an episode that occurred six months prior to the patient's death. Patient services (ps) discussed this may have been because the patient had an interrogation done while in the hospital. The remote monitoring system would only report what happened with the device after the hospital visit. She wondered why they were not alerted to any information regarding the device. Ps discussed that the information was sent to the clinic and that boston scientific can only see the electronic footprint. The spouse did note the patient was admitted to the hospital two weeks before the patient expired for pulmonary fibrosis and congestive heart failure with fluid retention. A return label was sent to the patient's wife to return the remote monitoring system for analysis. The patient's wife was also referred to her husband's physician for additional questions regarding the patient's medical records.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.